Event description:
It was reported that there was changes seen in the ventricle to ventricle intervals on the telemetry strips. This was found to possibly be due to t wave oversensing with atrial rate stabilization. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 7122 competitor lead, implanted (B)(6) 2014. (B)(4).